Manufacturer narrative:
The leads were expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, these right atrial (ra) and right ventricular (rv) leads were attemtped to be implanted. Difficulties were encountered with the helix extension and retraction mechanism. Also, the physician believed the lead body became more malleable and flexible the longer it was in the patient¿s vasculature. The lead was not responsive to the physician¿s commands and the lead was difficult to control for positioning. It was reported the ra and rv leads had dislodged during the procedure. After six hours in the case, the helix issues were suspected to be due to a conductor fracture within the leads and the leads were not implanted. No adverse patient effects were reported.